Event description:
Revision surgery - the pt was dislocating. The surgeon lengthened the pt and tightened the soft tissue.

Manufacturer narrative:
After further investigation it was determined that the product involved in this complaint is not a djo surgical product.